Event description:
Litigation papers allege the patient began experiencing symptoms including but not limited to, discomfort, pain, and soreness, which in turn negatively affected her ability to walk, move, and sleep among other things. It is further alleged the patient may need revision surgery in the future. **update** (B)(4) 2012: patient fact sheet form was received which identified part/lot information.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Update: (B)(6) 2013 - legal claim received alleging that the patient suffers from debilitating lack of mobility. The side of hip was identified. There is no new information that would affect the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 01/07/2015 - plaintiff's preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 01/22/2015.